Manufacturer narrative:
The reported event of insulation damage was confirmed. Visual inspection found an external insulation abrasion exposing the outer coil consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, insulation damage on the atrial lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2019-11501.